Manufacturer narrative:
Block b3: exact date unknown, event occurred past few months based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient had difficulty charging the implantable pulse generator (ipg). The patient underwent an ipg replacement procedure wherein a non-rechargeable device was implanted. The patient was doing fine postoperatively. The explanted device will not be return due to facility policy.